Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: known information suggests probable causes due to some kind of stress such as damage or deterioration of parts, operational problems, and storage problems. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal video scope exhibited no waterproofing due to a cut in the bending section cover (a-rubber), and the connection tube protector was torn. There was no patient involvement.